Event description:
Customer reported that when nurse close the slide clamp on a trifurcated lumen of the extension set, the clamp cuts the tubing in half. This has occurred ten or twelve times. Always on the first use of the device. Different nurses on various shifts in e.r. And ICU experienced this with various infusions: tpa, hydration, other medications. No pt injury.